Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/4/2019. Additional narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent ventral hernia repair on (B)(6) 2013. It was reported that the patient had scarring, adhesions, pain and discomfort.

Manufacturer narrative:
Date sent to FDA: 3/3/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.